Event description:
On september 30, 2011, clinic notes were received through case management. Review of the clinic notes dated (B)(6) 2011 reveal that the patient had a rare seizure. It was noted that if the mother swipes the magnet over the vns, this stops the seizure. The patient was also reported to have episodes of passing out which the mother feels are related to his hypotension. It is unknown what the physician believes the episodes of passing out are related to. A battery life calculation was performed on (B)(6) 2011 which revealed negative years until eri=yes. Additional information has been requested from the physician but no further information has been received to date.

Event description:
On (B)(6), 2011 additional information was received when the physician clarified that when he said that the patient had a rare seizure in clinic notes dated (B)(6), 2011, he meant that the patient's seizures are now infrequent.